Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained when testing one level of vitros performance verifier control fluids on a vitros 250 chemistry system. The likely assignable cause of the event is an unknown issue with the onboard vitros na+ cartridge. The customer repeated the same pv qc fluid that had previously produced the above higher than expected results on an alternate cartridge of vitros na+. The results on the new cartridge were within the vitros assay sheet range of means. Historical vitros na+ quality control results were not provided, therefore it is unknown if historical accuracy and precision was acceptable. Continual tracking and trending does not indicate a systemic issue with vitros na+ lot 4228-1032-8740. (B)(4).

Event description:
The customer reported that higher than expected vitros na+ results were obtained when testing one level of vitros performance verifier control fluids on a vitros 250 chemistry system. Vitros pvi lot p7690 results of 140.2 and 147.6 mmol/l vs the expected result of 116.8 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ results were obtained when testing a quality control fluid. Ortho was not made aware of any allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).